Event description:
Surgeon implanting buttress screw noticed the screw would not fit flush to the buttress plate. Surgeon backed out the screw and replaced it with another screw of the same size but different lot.

Manufacturer narrative:
Plate was machined to specification. Tolerance on plate opening is 0.236 +/- .005 while the screw diameter is 0.232 +/- .002, so there is a potential tolerance issue with the 2 components of the assembly. That is what occurred in this incidence. As a result all plates and screws were measured to ensure proper fit. Screws that will not fit will be reworked to fit the plates. The drawings have been updated to reflect tolerances that will not interfere with each other.